Event description:
It was reported that due to a patient alert the defibrilating portion of the device was "turned off"; however, the patient alert was still heard. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.